Manufacturer narrative:
(B)(4). Device analysis: the analysis results showed that one gst60d cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. Event described could not be confirmed as the cartridge was received fully fired. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? No. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Yes. If so, were the unformed staples deployed in tissue? Yes. Some staples were unformed. No further information will be provided.

Event description:
It was reported that during a semi-open pneumonectomy, the knife did not move forward all the way, and some staples were unformed at the 2nd firing. The device was used on the lung. The same device loading another cartridge was used to complete the case. There were no adverse consequences to the patient.